Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, when the surgeon fire the device, the knife bladed activated however the firing failed. In addition there were poor staple formation it happened on two reloads. There were tissue damage as a result of device malfunction. The surgeon then used another device to resolve the issue in order to complete the case.